Event description:
It was reported that two blockers and one screw broke while final tightening. When the first blocker broke a second blocker was used. This time both the blocker and the screw broke. Both the blocker and the screw were removed and new devices were inserted. There was no reported delay of surgery or impact on the patient.this is report three of three for this event.

Manufacturer narrative:
Inspection the returned devices were examined. Visual inspection revealed a portion of one side of the pedicle screw's tulip has fractured off. One of the returned blockers has thread and drive mechanism damage. The other blocker is not damaged. DHR review the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimmer biomet¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. Device usage these devices are used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Reference reports 3003853072-2021-00047. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that two blockers and one screw broke while final tightening. When the first blocker broke a second blocker was used. This time both the blocker and the screw broke. Both the blocker and the screw were removed and new devices were inserted. There was no reported delay of surgery or impact on the patient. This is report one of three for this event.